Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, bursitis and peri-prosthetic fluid on the posterior lateral were noted. The fluid measured 19.9 x 30.5 x 30.5 x1.3. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2013-05997 / 05998).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported patient underwent a right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, trochanteric bursitis and fluid on the posterior lateral quadrant were noted. The fluid measured 19.9 x 30.5 x 30.5 mm. Patient also reports experiencing occasional pain in the right hip. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6). It was reported patient underwent a right total hip arthroplasty on (B)(6) 2010. During post operative monitoring and testing, trochanteric bursitis and fluid on the posterior lateral quadrant were noted. The fluid measured 19.9 x 30.5 x 30.5 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.